Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
It was reported that stimulation was turning on. It was noted that the pain was "going around the patient's waist" while the implantable neurostimulator (ins) was on. It was further noted that the patient was on a step stool hanging a shower curtain and fell. It was noted that the patient was going to fall face first into the tub but she somehow caught herself but her legs were bruised and she hurt her back. It was noted "so the patient laid down and called the healthcare professional (hcp). It was noted that "it didn't get bad until monday." It was noted that the patient's fall occurred on the friday before report. It was noted that she had to turn the ins off a couple of times.